Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 55% to 5% after being connected to a power source. In addition, the pump was unable to be charged despite the attempt of multiple wall adapters. It was confirmed that the charging supplies were able to successfully charge another device. Customer reported blood glucose level was 115 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.